Manufacturer narrative:
Software evaluated and found to be behaving as designed. Review found that poor initial apt calibration caused the issue. Recalibrating the apt resolved the issue.

Event description:
Medtronic rep reported an inaccuracy with c-arm navigation in a spine case. At one point the surgeon reported that he saw that the apt blue with the probe tip was not lining up as he though it should. The medtronic rep had him re-verify and check with the passive planar probe to confirmed it was where he wanted it to be in the pedicle. The surgeon felt accurate and successfully continued the procedure with the use of the stealthstation. There was no impact on the pt outcome.